Event description:
The account alleged the side rail is not staying in the latched position. No patient impact.

Manufacturer narrative:
The account found the side rail screw for the latch plate is missing. The account replaced the side rail latch plate screw to resolve the issue.